Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 1mls tub pdr1400 had foreign matter. The following information was provided by the initial reporter: during the filling process of one of our products, the technique evidenced the presence of a plastic part inside the syringe. We emphasize that the syringe was properly packaged and sealed until the beginning of the process. The object found very much resembles the rubber fitting part of the plunger. The syringe with the foreign matter was disassembled and we did not observe the lack of any component that could have become detached from the syringe or the plunger, the rubber fitting part of the plunger mentioned above was also present and properly fixed.

Manufacturer narrative:
H6: investigation summary: photo received for investigation, through the analysis of the photo sent by the customer, it is possible to observe the presence of foreign matter in the syringe. A device history review was performed for the reported lot 0289605, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The possible root cause for the incident was the inadequate cleaning of the line, causing the tip of the broken rod to fall into the barrel reservoir. Manufacturing personnel have been notified of this incident to increase awareness of this matter. The incident identified from this complaint will be monitored for trend assessment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Event description:
It was reported that ser plastipak 1mls tub pdr1400 had foreign matter. The following information was provided by the initial reporter: during the filling process of one of our products, the technique evidenced the presence of a plastic part inside the syringe. We emphasize that the syringe was properly packaged and sealed until the beginning of the process. The object found very much resembles the rubber fitting part of the plunger. The syringe with the foreign matter was disassembled and we did not observe the lack of any component that could have become detached from the syringe or the plunger, the rubber fitting part of the plunger mentioned above was also present and properly fixed.